Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose over 250 mg/dl, but less than 500 mg/dl without symptoms associated with an inaccurate delivery issue. The patient¿s blood glucose readings do not meet animas¿ criteria of a serious injury. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission: 09/06/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/08/2016 with the following findings: a review of the pump¿s black box revealed that data from the date of the complaint had been overwritten due to continuous use of the pump. The available total daily dose (tdd) insulin delivery totals correctly reflected the users programmed basal rate. The pump passed the delivery accuracy test and was found to be delivering within the required range and delivering accurately. The original complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.